Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3//25/2020, mentor also became aware via paperwork received with the device aware that the date of surgery was (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 field d7 explantation date has been updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/27/2020, device evaluation was completed. Device evaluation summary: during visual inspection, the sample was found to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A manufacturing record evaluation (mre) was performed for lot number 5903438, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant and was presented with right side breast implant rupture shown on the mammogram at an unknown date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.